Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed low amplitude noise on all three channels causing many atrial tachycardia response episodes, non-sustained ventricular tacycardia and fibrillation episodes, and pacing inhibition. The noise occured simultaneously on all three channels. The lead measurements were normal and stable. The patient is in a wheelchair. The noise was reproduced when the patient pressed his palms together.